Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a dislodged proximal clevis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps wrist was broken. The procedure was completing as planned with no reported injury.